Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing paralysis after an implant procedure and had symptoms of epidural hematoma. The physician believed the device that was being in the epidural space could be a reason for the patient¿s symptoms. The patient underwent an explant procedure. The patient was still in the hospital and beginning to get feeling back in the legs although unable to perform weight bearing exercises.